Manufacturer narrative:
An evaluation is not possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
Around six weeks post-op, the physician found the 100mm rod telescoped out the end of the construct with the set screw still completely engaged. It is unknown if additional surgery will be required at this time.